Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter started reading inaccurately at 09:00am on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of 5.4 mmol/l. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (no adjustments) and denied making any change to her usual diabetes management routine as a result of the alleged product issue. She reported that 6-7 minutes after obtaining the result she developed symptoms of infusion, non-responsive and unconsciousness. The patient reported that on (B)(6) 2016, 01:00pm she was initially taken to doctor's office, who then advised to proceed to ER. The patient stated that numerous tests were performed over several hours but no treatment received. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure. The patient no longer had the test strips involved in this complaint. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.